Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('have not had back pain like I was having') and brain neoplasm ('I had brain tumor that causes a lot of the same symptoms. I had it removed before 8 weeks before my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have brain neoplasm (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and removed brain tumor). Essure was removed in (B)(6) 2017. At the time of the report, the back pain was resolving and the brain neoplasm outcome was unknown. The reporter considered back pain and brain neoplasm to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: brain neoplasm, back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('have not had back pain like I was having') and brain tumour operation ('I had brain tumor that causes a lot of the same symptoms. I had it removed before 8 weeeks before my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and underwent brain tumour operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and removed brain tumor). Essure was removed in (B)(6) 2017. At the time of the report, the back pain was resolving and the brain tumour operation outcome was unknown. The reporter considered back pain and brain tumour operation to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: brain neoplasm, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.